Manufacturer narrative:
Product event summary - the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter was damaged and peeling/slitting/splitting showed a spiral slit. The catheter was damaged during use.

Event description:
It was reported that the catheter broke during slitting. The remaining part of the catheter was slit with a scissors. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.